Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the surgeon implanted the stem and noticed a small fracture on the medial calcar. As a result, the surgeon completed the procedure with cabling and the stem remains implanted.